Event description:
This adult female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: 140440019) had fallopian tube occlusion insert (batch no. He0134l) inserted. This case describes the occurrence of pelvic pain ("chronic pelvic pain"). The subject's medical history included hypertension, anxiety, menorrhagia, ulcer nos, pelvic pain on (B)(6) 2018, pelvic pain on (B)(6) 2019 and medical device monitoring error on (B)(6) 2018. Concomitant products included misoprostol (cytotec) from (B)(6) 2018 for cervix disorder, diazepam (valium) from (B)(6) 2018, hydrocodone bitartrate; paracetamol (norco) from (B)(6) 2018, lidocaine from (B)(6) 2018, ondansetron (zofran) from (B)(6) 2018, promethazine from (B)(6) 2018, ropivacaine hydrochloride (naropin) from (B)(6) 2018 and sodium chloride from (B)(6) 2018 for endometrial ablation as well as alprazolam since (B)(6) 2017, escitalopram since (B)(6) 2017, hydroxyzine since (B)(6) 2017, losartan since 2009 and sucralfate (sucralfato). On (B)(6) 2017, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2019, the subject experienced pelvic pain (seriousness criterion intervention required), 1 year 2 months after insertion of fallopian tube occlusion insert. At the time of the report, the pelvic pain had not resolved. The investigator considered pelvic pain to be unrelated to fallopian tube occlusion insert. The reporter commented: (B)(6) 2018 novasure, lot# 17m13ra . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.8 kg/sqm. Blood thyroid stimulating hormone - on (B)(6) 2018: normal 3.17. Culture urine - on (B)(6) 2019: normal. Full blood count - on (B)(6) 2018: normal. Ultrasound scan vagina - on (B)(6) 2018: essure inserts in satisfaction position; on (B)(6) 2019: not reported. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4) the subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. He0134l) inserted. The case describes the occurrence of pelvic pain ('recurrent pelvic pain'). The subject's medical history included pelvic pain on (B)(6) 2019, pelvic pain on (B)(6) 2018, medical device monitoring error on (B)(6) 2018, hypertension, anxiety, menorrhagia and ulcer nos. Concomitant products included misoprostol (cytotec) from (B)(6) 2018 to (B)(6)2018 for cervix disorder, diazepam (valium) from (B)(6)2018 to (B)(6) 2018, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2018 to (B)(6) 2018, lidocaine from (B)(6) 2018 to (B)(6) 2018, ondansetron (zofran) from v 2018 to (B)(6) 2018, promethazine from (B)(6) 2018 to (B)(6) 2018, ropivacaine hydrochloride (naropin) from (B)(6) 2018 to (B)(6) 2018 and sodium chloride from (B)(6) 2018 to (B)(6) 2018 for endometrial ablation as well as alprazolam since (B)(6) 2017, escitalopram since (B)(6) 2017, hydroxyzine since (B)(6) 2017, losartan since 2009 and sucralfate (sucralfato). On (B)(6) 2017, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2019, the subject experienced pelvic pain (seriousness criterion intervention required), 1 year 2 months after insertion of fallopian tube occlusion insert. At the time of the report, the pelvic pain had not resolved. The investigator considered pelvic pain to be unrelated to fallopian tube occlusion insert. The reporter commented: (B)(6) 2018 novasure lot# 17m13ra diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.8 kg/sqm. Blood thyroid stimulating hormone - on (B)(6) 2018: normal 3.17. Culture urine - on (B)(6) 2019: normal. Full blood count - on (B)(6)-2018: normal. Ultrasound scan vagina - on (B)(6) 2018: essure inserts in satisfaction position; on (B)(6)2019: not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the case will be deleted from bayer pv database. Nullification reason: this case was identified as a duplicate of case (B)(4). No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. He0134l) inserted. This case describes the occurrence of pelvic pain ("recurrent pelvic pain"). The subject's medical history included hypertension, anxiety, menorrhagia, ulcer nos, pelvic pain on (B)(6) 2018, pelvic pain on (B)(6) 2019 and medical device monitoring error on (B)(6) 2018. Concomitant products included misoprostol (cytotec) from (B)(6) 2018 to (B)(6) 2018 for cervix disorder, diazepam (valium) from (B)(6) 2018 to (B)(6) 2018, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2018 to (B)(6) 2018, lidocaine from (B)(6) 2018 to (B)(6) 2018, ondansetron (zofran) from (B)(6) 2018 to (B)(6) 2018, promethazine from (B)(6) 2018 to (B)(6) 2018, ropivacaine hydrochloride (naropin) from (B)(6) 2018 to (B)(6) 2018 and sodium chloride from (B)(6) 2018 to (B)(6) 2018 for endometrial ablation as well as alprazolam since (B)(6) 2017, escitalopram since (B)(6) 2017, hydroxyzine since (B)(6) 2017, losartan since 2009 and sucralfate (sucralfato). On (B)(6) 2017, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2019, the subject experienced pelvic pain (seriousness criterion intervention required), 1 year 2 months after insertion of fallopian tube occlusion insert. At the time of the report, the pelvic pain had not resolved. The investigator considered pelvic pain to be unrelated to fallopian tube occlusion insert. The reporter commented: (B)(6) 2018 novasure lot# 17m13ra. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.8 kg/sqm. Blood thyroid stimulating hormone - on (B)(6) 2018: normal 3.17. Culture urine - on (B)(6) 2019: normal. Full blood count - on (B)(6) 2018: normal. Ultrasound scan vagina - on (B)(6) 2018: essure inserts in satisfaction position; on (B)(6) 2019: not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.